Event description:
A malfunction alarm with code malf 12 was reported, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The issue persisted after a reset attempt, leading technical support to decide on replacing the pump. The customer was provided with instructions on using a backup therapy, returning the pump, and acknowledged the guidance received.